Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right atrial (ra) lead exhibited high thresholds and that there was high and undefined impedance. The lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.